Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unk, therefore further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).

Event description:
It is reported by the patient that they have been on a trial of daily disposable contact lenses since saturday with good results. However, last night, they dozed off and slept in the lenses all night, and now they can hardly see. The contact lenses were removed, but their vision is still not good enough to read, event with glasses. Add'l info has been requested but not yet received.